Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was pt had noticed the ins was only lasting 2-3 days when it used to last 5-6 days - asked unknown event date. Patient services (pss) suggested pt have the ins programming checked. Pt stated they have a call in to their field rep and is waiting for a call back. The patient was redirected to their healthcare provider to further address the issue.